Manufacturer narrative:
Of the 76 allegations of a malfunction, 68 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 76 malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 26-215 pounds and between 2 and 81 years of age. Of the reported patients, 41 were male, 35 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there was 1 instance of loss of prime failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.